Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was caused by a non-ge system. The system was found to be working as intended.

Event description:
The customer reported image quality issues of static and distortion. No report of pt injury.